Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ecs25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an esophagectomy procedure, the surgeon inserted the anvil into the esophagus and attempted to pull the tissue together with two allis clamps. The anvil was not set well. The surgeon held the tissue together. The surgeon fired the device and was able to remove the device. The anterior portion of the anastomosis was intact. The posterior portion of the anastomosis was still open. The back half (posterior) of the anastomosis the tissue was not captured. The surgeon completed this by suturing by hand. On the stomach side there was one complete donut and an incomplete donut on the esophagus side. The case was completed.